Event description:
It is reported that a customer knocked his sensor out of his body. The customer's blood glucose level was 41 mg/dl. The customer stated that they will send the sensor in for analysis. The customer treated the low blood glucose with juice. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.